Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the pharmacy dispensed a bottle of precedex 400mcg/100ml to the or at 0800. At 0900, the crna requested two more bottles of precedex and two additional bottles, again at 1000. At that time the pharmacist became concerned and contacted the crna. The crna stated that the precedex was infusing at a rate of 148ml/hr to achieve the prescribed does of 0.15mcg/kg/hr. The crna and the pharmacist confirmed the patient's weight at (B)(6), at which time the pharmacist found that the correct infusion rate should have been 2.5ml/hr. The pharmacist then asked the crna to check to see if the patient's weight had been programmed appropriately in the pump. The crna subsequently discovered that the smart pump had been programmed to deliver the drug based on mcg/kg/minute instead of the mcg/kg/hr, thereby, causing an over infusion. There was no report of patient harm.